Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touchscreen was unreadable. Reportedly, the screen had a wave that blocked graphics and text. Additionally, the pump touch screen had discoloration and was blurry. Customer's blood glucose was 311 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.